Event description:
During evaluation of a returned spectrum pump, the device turned on and turned off by itself. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and during evaluation the device turned on and off by itself. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the corrosion on the 2 of the battery pins on the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.